Manufacturer narrative:
H11: additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states the delay experienced during the surgery was not caused by a device malfunction, but rather by the extraction of the stem as part of the revision process. Therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event, as it is already addressed in MDR report 1020279-2025-00887. If additional details confirm the occurrence of a reportable event, we will update our records accordingly and submit a subsequent report detailing both the event and our completed investigations. Internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a thr revision surgery, an unknown event happened, and as consequence, there was a delay of 3 hours. It is unknown how was the surgery completed. No further complications were reported.